Event description:
It was reported that: the patient experiences pain and a burning sensation in the front of the left leg and in the left buttocks a few days each week. The discomfort typically lasts for a few hours. This has occurred on and off since the implant. Most often, the patient describes the pains as being relatively minor. The patient takes an advil when the pain is more intense. The patient periodically has a clicking sensation in the hip implant which causes pain and soreness, making difficult to walk or put weight on the hip and leg.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.